Event description:
Essure micro-insert placement procedure performed on a pt in 2008. In 2009, pt was diagnosed with an ectopic pregnancy. Methotrexate was administered to the pt the following day. Pt presented with pain on left side three days later; a salpingectomy was performed on the left side and filshie clips were placed bilaterally. It was reported that the pt was doing well post-op.

Manufacturer narrative:
Data correction for us reporting. The code (B)(4) was replaced with (B)(4).